Manufacturer narrative:
The pump alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. No moisture damage electronic assembly during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to the moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.